Event description:
The physician was attempting to place a metal biliary stent in the pt's bile duct. However, once the introducer was in the correct position the stent would not deploy. When deployment was not possible the physician attempted to remove the complete introduction system along with the endoscope. At this time the stent released and fell into the pt's duodenum. The stent was then retrieved with forceps. No pt injury was reported.